Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the pump was having continuous suction alarms. Consequently, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was returned for evaluation. A large thrombus was found around the impeller. The root cause of the low pump flow was determined to be ingested biomaterial. This report is being filed as part of a retrospective review of historical records.